Event description:
Customer reported receiving erratic readings on their blood glucose meter. Customer reported receiving readings of 2.7 mmol/l, 3.3 mmol/l, and 12.9 mmol/l within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned the meter with serial number. The precision reading complaint was not confirmed and no new issues were observed. All results were within the range specification, the standard deviation was within specification and no errors were observed during control solution testing.